Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level of 503 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer did not want to trouble shoot any of the high blood glucose issues as she said with each issue she change the set and reservoir to solve the issue. Customer was using auto mode at the time of high blood glucose event. Customer's mother stated that they treated with manual injection for high blood glucose, solved by changing set and reservoir. Customer's mother stated that they were getting change sensor alert without getting any other alerts. Customer stated that the last sensor it went into warm up, and did nothing and this morning when she got up it said change sensor. Customer was advised that the 2 hour and 6 hour calibration that sets the whole mood for the sensor. Customer was got a calibration not accepted prior to getting the change sensor. Insulin pump will not be returned for analysis.